Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: d4 (UDI), d8, h2, h3, h4, h6. The device was not returned to olympus for inspection and the customer's reported issue could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned for investigation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope had green foreign material liquid coming out of the auxiliary water supply channel during pre-inspection. There were no reports of patient involvement.